Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2014. Siemens' investigation into the reported event is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported on (B)(6) 2014 that during an attempt to run qa tests after completion of patient treatment at 17:30, the customer moved the gantry to 0 degrees and moved the light field switch to "on"; however, there was no system response. The customer noted that the x-low fb (green) led in the s34 head control pcb was not on. The customer then noticed a burning smell and saw smoke coming from the gantry. The emergency switch was activated and immediately shut off power to the system. The smoke continued to exit the system gantry and the smoke detectors were activated. The fire brigade responded to the alarm within 15 minutes and used co2 to extinguish the fire. There was no patient involvement and no injuries reported. The reported issue occurred in (B)(6).